Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error and drive support cap was normal. It was also reported that the insulin pump was not exposed to high magnetic field and customer did not report motor position encoder error however they were unable to clear the alarm and unable to complete pump rewind. Previously also insulin pump had no delivery alarm and motor error however at that time customer performed self test and displacement test and both the test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
No motor error alarm or unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.